Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the poor quality image could not be determined at this time as the event was not replicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd camera head was producing a poor quality image during preparation for a therapeutic procedure. According to the initial reporter, there were lines in the picture. They used another camera to complete the procedure and the patient's overall outcome was "fine".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of lines in the image could not be confirmed. However, a during testing a cable failed the water leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.